Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had been experiencing unexplained high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at time of call was 199 mg/dl. Customer experienced nausea and headache due to high blood glucose. Customer treated her high blood glucose with bolus and insulin injections. During troubleshooting, customer was assisted in performing the high pressure test, the insulin pump alarmed a no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.